Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 29 occurred during the load sequence with multiple cartridges. Additionally, it was reported that a cartridge alarm 20 occurred. There was no impact to customer¿s blood glucose. The customer reverted to manual injections for insulin therapy.